Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g4, g7, h1, h2, h3, h4, h6, h10. G3: foreign germany. The complaint is unrefuted for one unreturned ato drill gde trinica select for the failure of tip fractured. Medical records were not provided for review. Per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. Since the product was not returned, an exact cause can't be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure, the tip of the drill guide broke while drilling the screw hole. There was no further surgical information provided. No reported patient impacts.